Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, at approximately the eight minute mark of the ablation stage, a fluid loss alarm was observed and the patient began to move "dramatically" under anesthesia. There was no fluid leakage noted at this time. The procedure was terminated due to this event. After the speculum was removed the physician noted a small thermal injury on the face of the cervix at the 6 o'clock position and approximately 5mm in size. The patient was treated with silvadene cream. The procedure was considered successful by the physician. An attempt has been made to obtain additional patient and event information. However, no further details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event.